Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii results for a kidney transplant patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) result, on (B)(6) 2025, was 0.239 s/co. The sample was positive when tested for hbv dna. Additional laboratory results were provided: anti-hbc was 6.41 s/co, which is reactive; anti-hbc igm was 5.74 s/co, which is reactive; anti-hbe was 7.23 s/co, which is negative; anti-hbs was 47.91 mui/ml; hbeag was 186.76 s/co, which is reactive. The patient was previously tested in (B)(6) 2025 and the hbsag result was negative, anti-hbc was reactive, anti-hbs was 26 miu/ml, which is positive, and the anti-hbe was negative. The patient was also tested in (B)(6) 2025 and the hbsag result was negative, anti-hbc was reactive, anti-hbs was 64 miu/ml, which is positive, hbeag was reactive, anti-hbc igm was reactive. The sample is positive when tested for hbv dna. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p10-22, that has a similar product distributed in the us, list number 08p10-21, and a PMA number of p110029.

Event description:
The customer observed false nonreactive alinity I hbsag qualitative ii results for a kidney transplant patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6), result, on (B)(6) 2025, was 0.239 s/co. The sample was positive when tested for hbv dna. Additional laboratory results were provided: anti-hbc was 6.41 s/co, which is reactive; anti-hbc igm was 5.74 s/co, which is reactive; anti-hbe was 7.23 s/co, which is negative; anti-hbs was 47.91 mui/ml; hbeag was 186.76 s/co, which is reactive. The patient was previously tested in (B)(6) 2025 and the hbsag result was negative, anti-hbc was reactive, anti-hbs was 26 miu/ml, which is positive, and the anti-hbe was negative. The patient was also tested in (B)(6) 2025 and the hbsag result was negative, anti-hbc was reactive, anti-hbs was 64 miu/ml, which is positive, hbeag was reactive, anti-hbc igm was reactive. The sample is positive when tested for hbv dna. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The overall performance of alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the lot are within the established limits and comparable to the historical reagent lot performance. Sensitivity testing was performed using an in-house retained kit of lot number 73310fz00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Per the customer's request patient samples were returned and tested and both samples returned nonreactive results on alinity I hbsag qual ii (8p10), consistent with the customers observation. Additional testing was performed on the alinity I hbsag next qual assay (01r64) and initial and repeat reactive results were generated. Per product labeling, the alinity I hbsag next qualitative assay has better analytical sensitivity (product labeling: analytical sensitivity ranged from 4.50 to 5.97 miu/ml) compared to the alinity I hbsag qualitative ii assay (product labeling: analytical sensitivity ranged from 19.93 to 20.87 miu/ml). It is important to note, that at low hbsag concentration levels, sample determination can vary across different available commercial assays due to sensitivity differentials and or mutant detection capabilities. Occult hepatitis b virus (hbv) infection is diagnosed when an hbv dna test is positive, but hepatitis b surface antigen (hbsag) is undetectable and has been documented in the scientific literature (1,2). Occult hbv infection (obi) may represent acute infection in the window period, hbv tail end of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs, or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. (References: h. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94, 153¿166 and michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479-86). A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency the alinity I hbsag qualitative ii assay, lot number 73310fz00, was identified.